Event description:
Customer reported an alarm for an unexpected restart on the insulin pump. She stated that she had changed the battery three times and that the insulin pump alarmed after each battery change. The blood glucose reading was 71 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.